Event description:
It was reported via repair work order that the entire unit had no power due to malfunction power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.